Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and determined that the main board malfunctioned and needed to be replaced. The main board was replaced, and the equipment was found to be working fine. Based on the information available and the testing conducted, the cause of the reported problem was the main board. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Customer reported a speaker malfunction error. The device was not in use on a patient at the time of the event.